Event description:
A customer contacted beckman coulter, inc. (Bec) to report a probe obstruction error on a unicel dxc 600 synchron clinical system that were caused by the cap piercer. The blade came down on the black platform where the blade is washed and broke the seal on the wash station causing wash solution to leak. The customer stated there was no exposure and medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) found the cap-piercer not functioning correctly. The blade wash station seal shuttle was not moving correctly back-and-forth on the cap piercer alignment arm. The fse replaced associated parts: ts-cts arm assembly, elbow swivel fitting, cam follower assembly, and new wash station seal shuttle with a new quad ring. The part replacements resolved the leak issue. (B)(4).